Manufacturer narrative:
E1. Initial reporter email: john.hammockblessinghospital.com additional information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation with a qdot micro catheter and the patient experienced pericarditis. The intervention provided is unknown. It was reported that the physician complained about an issue that he's noticed since they started using qdot micro catheters in october. Caller stated the physician has noticed a 5-10 percent increase in pericarditis since they started using the qdot micro catheter. Caller could not provide any specific procedures involved and did not know any other details. Additional information was received. Ablation settings are high power short duration hybrid workflow with qdot. Anterior using preset qmode 50w and qmode+ 90 w on the posterior wall. Ngen generator was used. These settings are utilized in all afib procedures.